Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) lead was fractured. In turn, surgical intervention was undertaken to explant and replace the lead and anchor which resolved the issue. Therapy was restored post-operative. The implant date for the following devices are unknown: model: 1192, scs anchor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed, the patient was also implanted with an scs extension that was electively explanted during the patient's procedure on (B)(6) 2016. Concomitant medical products: the implant date for the following devices are unknown: model: 3386, scs extension.